Event description:
The facility alleges the resident got agitated when the lift started to make a creaking noise and fell out of the sling. Pt allegedly hit their forehead and received a cut requiring stitches.